Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, pt reported elevated blood glucose in the 200-300 mg/dl range due to a bent infusion cannula. This occurred on (B)(6) 2011. Pt's blood glucose increased, and he changed the infusion headset and noticed there was 1 bend in the infusion cannula. Pt delivered a bolus to correct hyperglycemia. The infusion site also leaked insulin. The area was damp, red, and smelled of insulin. Pt reported the infusion cannula was just underneath the surface of his skin and not in deep enough. Pt also reported that on 1 occasion, the insertion needle did not fully extend. Infusion headsets are inserted manually. Normal blood glucose is 140-150 mg/dl. No product was requested for evaluation. The pt did not require treatment from a health care professional or second party to address the issue. Replacement product was sent. Follow-up was completed with pt on (B)(6) 2011, and blood glucose had returned to normal range.